Event description:
The patient reported that they had elevated blood glucose results for 24 hours prior to visiting the hospital. Patient used the suspect device to check their blood glucose and obtained a result of 506mg/dl. This prompted patient to visit the ER. In the ER patient glucose was 276mg/dl on a hospital meter. Patient was treated with three units of regular insulin. Level 1 glucose control was used on patient's system and the control was out of range. The test strips in use were stored against the manufacturer labeling. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.